Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had a white screen at power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was stuck on white screen after upgrade. The event occurred in the biomedical service department. There was no patient involvement. No additional information is available.